Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d4 ICD, date of implant: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, including (historically) t-wave oversensing (twos) and that it had caused an inappropriate shock. It was further reported that the lead had triggered multiple lead integrity alerts (lias) over the past 8 months for high-rate, non-sustained episodes and increased sensing integrity counter (sic) and most recently a lead warning for noise. The lead had been reprogrammed once but sensing issues have persisted. It was also reported that the right atrial (ra) lead exhibited undersensing. Both leads remain in use. No further patient complications have been reported as a result of this event.